Event description:
It was reported to boston scientific corporation that an orbera intragastric balloon system was implanted on an unknown date. During the ongoing use of the device, the patient reported discomfort, pain, and vomiting. X-ray imaging was performed and appeared to show that the balloon was hyperinflated. The balloon was removed via endoscopic procedure on (B)(6) 2025. The patient has fully recovered.

Manufacturer narrative:
Block h6 device code a1406 is being used to capture the reportable event of spontaneous inflation. Imdrf code f2202 is being used to capture the reportable event of endoscopic procedure.

Event description:
It was reported to boston scientific corporation that an orbera intragastric balloon system was implanted on an unknown date. During the ongoing use of the device, the patient reported discomfort, pain, and vomiting. X-ray imaging was performed and appeared to show that the balloon was hyperinflated. The balloon was removed via endoscopic procedure on october (B)(6) 2025. The patient has fully recovered.

Manufacturer narrative:
Block h6 device code a1406 is being used to capture the reportable event of spontaneous inflation. Imdrf code f2202 is being used to capture the reportable event of endoscopic procedure. Device evaluation block h11 the orbera balloon was not returned for evaluation. A review of the media provided by the customer was performed. The submitted images included patient x-rays showing a line consistent with the presence of air within the balloon. Based on this evidence, the reported event of balloon spontaneous inflation can be confirmed. A risk review of the orbera was completed and confirmed that the events of balloon spontaneous inflation, endoscopic procedure, vomiting, pain, discomfort, gastritis and imaging required were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. There is no evidence the device was improperly used per the instructions for use (IFU), and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information. For the events endoscopic procedure and imaging required it happened during the procedure, and the most probable cause of this reported issue cannot be established due to lack of evidence. For this reason, will be classified as cause not established. Based on all gathered information, for the events of balloon spontaneous inflation, vomiting, pain, discomfort and gastritis, these adverse events are known and documented in the labeling and all reasonable steps have been taken (including both short or long term known complications or adverse reactions), for this reason this event is catalogued as "known inherent risk of device".

Event description:
It was reported to boston scientific corporation that an orbera intragastric balloon system was implanted on an unknown date. During the ongoing use of the device, the patient reported discomfort, pain, and vomiting. X-ray imaging was performed and appeared to show that the balloon was hyperinflated. The balloon was removed via endoscopic procedure on (B)(6) 2025. The patient has fully recovered.

Manufacturer narrative:
Block h6:device code a1406 is being used to capture the reportable event of spontaneous inflation. Imdrf code f2202 is being used to capture the reportable event of endoscopic procedure.device evaluation:block h11:the orbera balloon was returned for evaluation. The device was returned deflated where it can be observed the balloon is colored blue. A review of the media provided by the customer was performed. The submitted images included patient x-rays showing a line consistent with the presence of air within the balloon. Based on this evidence, the reported event of balloon spontaneous inflation can be confirmed.a risk review of the orbera was completed and confirmed that the events of balloon spontaneous inflation, endoscopic procedure, vomiting, pain, discomfort, gastritis and imaging required were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A labeling review found evidence to suggest that the device was used in a manner inconsistent with the labelled indications. The intragastric balloon system instructions for use (IFU) states "the igb is placed in the stomach and filled with sterile saline"; however, it was observed during the visual inspection that methylene blue was used when filling the orbera balloon. There is no evidence that there is any issue with translation, wording, or graphics of the instructions for use (IFU)/labeling information. Additionally, it was confirmed that the following adverse event is anticipated in the IFU: balloon spontaneous inflation vomiting, pain, discomfort and gastritis. Based on the event description and information provided by the customer, the device was used in a manner inconsistent with the written instruction in the IFU. Therefore, instructions for use not followed in this event is catalogued as failure to follow instructions because the problems are traced to the user not following the manufacturer's instructions. However, this failure could not be related directly to the main cause of this investigation. For the events endoscopic procedure and imaging required it happened during the procedure, and the most probable cause of this reported issue cannot be established due to lack of evidence. For this reason, will be classified as cause not established. Based on all gathered information, for the events of balloon spontaneous inflation, vomiting, pain, discomfort and gastritis, these adverse events are known and documented in the labeling and all reasonable steps have been taken (including both short or long term known complications or adverse reactions), for this reason this event is catalogued as known inherent risk of device. Also, the evidence from the product record review did not identify a potential product quality issue or new patient harm.